Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The returned instrument shows no manufacturing abnormalities. The sutures are still attached to the device. Bio debris is present. A functional evaluation showed the driver can no longer be used to advance the anchor. The ratchet will not lock and can fully extend the cleat down and back up without moving the anchor. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states images of the device were provided for review; however, they do not indicate a root cause for the reported event. Based on the limited information provided a procedural variance could not be ruled out as a likely contributory factor. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a knee arthroscopy, a 2.8mm q-fix anchor drill head was inserted through the skin incision onto the lower edge of the left patella. A 2.8mm drill was used for positioning, then the drill was removed and replaced with a 2.8mm q-fix anchor twist drill to create a bone channel. The 2.8mm q-fix anchor was then inserted through the bone drill guide and into the bone channel, without using a hammer. The anchor was rotated clockwise to activate the proximal knob, and after two clicks, the suture was loosened and the inserter and bone drill guide were removed. The q-fix inserter was taken out and it was found that the suture had been pulled out along with it, without being stuck in the bone channel. The procedure was resumed, after a non-significant delay, using a johnson & johnson's 3.0 mm gryphon p bp double-suture anchor in the originally drilled bone hole. No void was left in the patient. No further complications were reported. Patient's status is fine.